Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650de / expiration date: 2018-05-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-05-31 (B)(4). Heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650de / expiration date: 2018-05-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-05-31(B)(4). Heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650de / expiration date: 2018-05-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-05-31 (B)(4). Heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650de / expiration date: 2018-05-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-05-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent beeping, critical battery alarm, and power switching on multiple power sources resulting in controller loss of power. The controller and all associated batteries were services and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and the four batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed premature power switching due to momentary disconnection involving the four batteries. Momentary disconnection will result in an audible tone or "beep". Two critical battery alarms that were logged due to communication error involving (B)(4) and (B)(4). In addition, log file analysis revealed 11 power up events associated with their motor start within (B)(6) 2018 and (B)(6) 2018. The last three power up events took place on (B)(6) 2018 at 05:09:18, on (B)(6) 2018 at 19:47:31, on (B)(6) 2018 at 20:11:35, the controller was without power for 8 , 12 , 7 seconds respectively; multiple momentary disconnections were observed leading up to each controller power up event. As a result, the reported power switching, beeping, loss of power and critical battery alarm events were confirmed. A power source lubrication procedure was performed on all power sources on (B)(6) 2018 to mitigate the reported conditions. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and battery. The most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and battery. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation has been opened to evaluate events involving the controller losing power, and momentary disconnections and implement corrective actions as required. Additional products: battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report (1 of 95 corrections identified) is being submitted as a correction to the event date to reflect the date of servicing in the initial report. The initially reported aware date, reporting timelines, reported event and investigation details remain unchanged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report (1 of 95 corrections identified) is being submitted as a correction to the event date to reflect the date of servicing in the initial report. The initially reported aware date, reporting timelines, reported event and investigation details remain unchanged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.